Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was not able to confirm to confirm the reported complaint via system logs nor reproduce the issue during in-house testing. During visual inspection, fa found the unit had no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a golden system and functioned as expected. The probable root cause of error m-36 is attributed to installation issues preventing energy activation, and error m-10 is attributed to activation issues when either the fingerswitch or footswitch was not released within the expected time after the activation stopped. The instrument may be installed on the patient side cart arm, but the energy cord may not be properly connected to the instrument and/or generator.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure that the cautery function of the vio integrated electrosurgical generator unit (iesu) was not working. The site has completed a system and iesu restart, but the issue remained. Site was currently using external cautery to complete the surgery. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the live logs and saw errors m-12 and m-02 that occurred against the iesu cautery, pointing to a footswitch activation issue in the vision side cart (vsc) during normal operation. The tse advised to check the iesu footswitch in vsc, remove any obstructions from the drawer, then connect the iesu cautery again and check. Site called back and informed they have removed the obstruction from the footswitch drawer and that iesu cautery was now working properly. The site called back again, to report an energy activation error occurred during the procedure. Live logs showed error m-10, indicating a finger switch/footswitch related issue. The site had shifted to using external cautery to complete the surgery. The procedure was completing as planned with no reported injury and using a third-party generator. Isi received the following additional information via follow up: the system did not present any errors when initially powered on.